Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check january 2016 no changes in the output. Approximately, six months later during ipg follow up check elective replacement indicator (eri) triggered, running time until eri clearly below 7 months. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.